Event description:
Reportedly, a high impedance value was obtained during an implantation attempt. There were some difficulties with the screw mechanism and resistance was felt when screwing into the cavity.

Manufacturer narrative:
Summary of the investiagtion: review of the manufacturing records indicated that the lead met all specification requirements during inspections. The reported issue could not be investigated, as the lead was unfortunately lost at the expertise location. Based on previous similar cases, the most likely hypothesis is related to friction caused by blood and tissue residues within the screw mechanism. These residues could be located either inside the screw housing or on the inner coil and preventing proper fixation of the lead within the cardiac cavity, which could explain the abnormal impedance values observed during the implantation attempt. If the lead is recovered, the investigation will be completed. This case will be retained for trending purposes.

Event description:
Reportedly, a high impedance value was obtained during an implantation attempt. There were some difficulties with the screw mechanism and resistance was felt when screwing into the cavity.

Manufacturer narrative:
Summary of the investigation: the lead was recorved and the investigation was conducted. The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As the lead was recovered, the investigation was conducted. As received the screw fixation was retracted. After thorough cleaning to remove blood and tissue residues, the fixation mechanism could be extended and retracted after 10 turns, a jumping effect was observed during the mechanical test; this behaviour may be related to residual tissue or blood still present inside the screw housing. The screw length was measured at 1.6mm which was within the specification, and the screw was found free from any damage or bending. X-rays of the lead were performed to examine the fixation mechanism (distal part), the proximal part (is-1 connector pin), the outer coil, and the inner coil that drives the screw mechanism. Torque and deformation of the inner coil were observed. This finding may be associated with multiple lead repositioning attempts and/or an excessive number of turns applied to extend and retract the screw during the implantation attempt. All the other components appeared free from any visible damage. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported high impedance value may most probably be attributed to the target site(s), patient physiology, or the screwing of the lead in the cavity. The reported difficulties during screwing could result from blood or tissue residues coagulating, which may occur as a result of multiple lead repositioning, preventing the screw from being well fixed. Furthermore, repeated repositioning and the torque observed on the inner coil that drives the screw may have contributed, indicating that excessive torque during implantation could have adversely affected proper lead fixation. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issue. This case is retained and utilized for trending purposes.

Event description:
Reportedly, a high impedance value was obtained during an implantation attempt. There were some difficulties with the screw mechanism and resistance was felt when screwing into the cavity.